Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had infusion accuracy issues at higher rates (over-infusion) during programming/setup. There was no patient involvement. No additional information is available.